Event description:
The dr had difficulty inserting the iab into the pt. The iab leaked right away. The iab was removed and a second was inserted. The following was rpt'd to co on 7/29/97: approx. 2 minutes after insertion, the "gas loss" alarm sounded. The m.d. Checked for leaks, but with no success. The surgeon removed the balloon and attempted a percutaneous insertion but was unsuccessful. A cutdown was performed and the balloon was inserted. Event complications: neurological impairment - rpt'd 7/29/97. Pt current status: unk - rpt'd 6/13/97, 7/29/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1701. Position 2: 1738. Evaluation: a partial iab, consisting of the membrane and 4" of attached catheter tubing, was received for evaluation. The inner lumen within the membrane was noted to be kinked. Blood was noted on the exterior of the iab and within the inner lumen. Underwater leak testing on the balloon membrane revealed no leaks. It was not possible to satisfactorily leak test the inner lumen due to the condition of the returned device. Probable cause of difficulty: due to the condition of the returned device, it was not possible to determine the exact reason for the encountered difficulty. Having the opportunity to examine the intact device may have provided some add'l info into the rpt'd problem. Although conjectural, the rpt'd "leak alarms" may have been related to a loose connection or may have been pump related.